Event description:
Report of an adverse event while the device was in use. The device was programmed to infuse ropivicaine 2 mg/ml and fentanyl 4 mcg/ml in 200 ml ns via the epidural route at 16:29 pm. The patient was reportedly found hypotensive, with a blood pressure of 70/40 mmhg, a decreased respiratory rate, no palpable pulse and a spinal block at the approximated level of t2 at 17:54 pm. The infusion was stopped, a medical emergency was called, and the patient was given 250 ml of gelousin IV. After 5 days, the patient was reportedly "stable and well". Though requested, no further information was available.

Event description:
Add'l info was received from the abbott int'l affiliate (abbott australia). The report stated "at 2145, the original epidural solution was recommenced with the same solution but a different pump. Pt was reported on 11/12 as being recovered and well".